Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) male patient had a stent placed in early (B)(6) 2016. After several months, the stent was found to be surrounded by calculus; therefore, the stent was removed in late (B)(6) 2016. During the procedure, the near-side stent was removed, but the distal part failed to remove. The surgeon operated using the pneumatic lithotripsy under ureteroscope. The user took an ureteroscopy to take out the detached part of the stent eventually. A section of the device did not remain inside the patient's body.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, documentation, specifications and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported one stent was received in one piece; no cracks or separation were observed on the material. The proximal end of the stent exhibited heavy encrustation covering the entire circumference of the coil starting approximately 1.2cm from the end of the coil. A small piece of encrusted material was loosened and removed from the end of the coil. No obvious manufacturing anomalies were observed on the stent. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a (B)(6) male patient had a stent placed in early (B)(6) 2016. After several months, the stent was found to be surrounded by calculus; therefore, the stent was removed in late (B)(6) 2016. During the procedure, the near-side stent was removed, but the distal part failed to remove. The surgeon operated using the pneumatic lithotripsy under ureteroscope. The user took an ureteroscopy to take out the detached part of the stent eventually. A section of the device did not remain inside the patient¿s body.